Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and to program their settings into the replacement pump, which was shipped with updated software. The customer was instructed to return the problematic pump in a provided return box to avoid billing and acknowledged all instructions.